Event description:
It was reported that the patient was not experiencing adequate pain relief and had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with a non boston scientific device. No further information has been obtained despite good faith efforts.